Event description:
No ventricular sensing and pacing was detected. Then an intervention took place on (B)(6). It showed that the ventricular screw of the can could not fix the ventricular lead. The ventricular lead could not be screwed so finally the device was explanted on (B)(6).

Event description:
No ventricular sensing and pacing was detected. Then an intervention took place on (B)(6). It showed that the ventricular screw of the can could not fix the ventricular lead. The ventricular lead could not be screwed so finally the device was explanted on (B)(6).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
No ventricular sensing and pacing was detected. Then an intervention took place on (B)(6). It showed that the ventricular screw of the can could not fix the ventricular lead. The ventricular lead could not be screwed so finally the device was explanted on (B)(6).